Event description:
The manufacturer was notified by a physician that after an ablative procedure, the patient required two endoscopic dilation procedures to resolve a narrowed area of the esophagus. No association between product performance and the event could be established.